Event description:
It was reported that forty-seven consecutive patients underwent a single-level cervical arthroplasty. Patients were divided into 2 groups: soft disc herniation (16 cases) and the spondylosis group (24 cases). The mean age was (B)(6) years. 16 patients were female.

Manufacturer narrative:
A review of the device history records for lot xxx is not possible at this time. It was reported in a literature article, differences between soft-disc herniation and spondylosis in cervical arthroplasty: CT-documented heterotopic ossification with minimum 2 years of follow-up, journal of neurosurgery: spine feb2012; volume 16 that forty-seven consecutive patients underwent a single-level cervical arthroplasty. Patients were divided into 2 groups: soft disc herniation (16 cases) and the spondylosis group (24 cases). The mean age was (B)(6) years. 16 patients were female. Complications for bryan: -heterotopic ossification -blood loss -restricted range of motion (rom) -hoarseness. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.